Event description:
It was reported to philips that the device gave a proximal pressure autozero failed message. This event was reported to have occurred during patient use. There was no patient harm. The device was removed from the patient without incident. The customer spoke with a philips remote service engineer (rse). The customer verified error code 110b in the event log. The customer stated this is the second occurrence of the same incident and the device was recently serviced for the same issue. A philips field service engineer (fse) was dispatched and confirmed the issue. Following the evaluation of the device, the fse replaced the gas delivery system (gds) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
The gas delivery system (gds) and data acquisition (da) pcba were returned for failure investigation. Visual inspection of the returned components revealed no anomalies. The customer complaint cannot be verified during testing. The returned gds and da pcba passed all testing. There was no fault found.

Manufacturer narrative:
Additional information received from the customer: the patient was placed on an alternate ventilator. There was no delay to therapy.